Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported overdose which was reproduced. The reported condition was verified. The cause was determined to be the out of adjustment pressure plates. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion of blinatumomab during delivery. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.